Manufacturer narrative:
This investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete. This is the same event as 1043534-2013-01960, 01962.

Event description:
Allegedly failed tha. It appears a lack of bony ingrowth of the acetabular component caused it to slip out of place. Medium activity level.